Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two dis-similar complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-51059. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that when ablating tissue in the shoulder the electrodes started to vaporize also from the back side of the electrode. This happened in the same operation with two different 225028 electrodes. The procedure was completed with same like product. Additional information was received via email from the affiliate on 1-8-2016 yes it was a new device. No video was taken. The return is in contact with tissue, and the active tip is in free space. Wall suction was used. No pieces broke and fell into the patient. Thee electrode was not buried within tissue. The electrodes were used for approximately 20 minutes before being swapped for another. This failure did not extend the procedure time greater than 30 minutes. Additional information received via email from the affiliate on 1-9. The surgeon should use active tip contacting the tissue, not using the return side. The surgeon was very aware of this.